Event description:
The customer reported that the device will not open or close during the procedure. There was no injury to the pt. The device was returned to covidien and visual inspection found that the clear insulation was torn . Further evaluation discovered the device failed hipot.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The clear insulation was damaged but all pieces were still attached. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Furthermore, the jaws opened and closed normally when the handle was activated.